Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
About a month after implantation necrosis of the skin behind the left ear was observed. It was suggested to remove the implant and leave the active electrode array in the cochlea for later re-implantation once the skin flap has healed fully. The device was explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to a necrosis at the implant site leading to an extrusion of the device. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the necrosis. This is a final report.

Event description:
About a month after implantation necrosis of the skin behind the left ear was observed. It was suggested to remove the implant and leave the active electrode array in the cochlea for later re-implantation once the skin flap has healed fully. The device was explanted.